Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was returned for evaluation. Upon evaluation, there was no issues were found with the returned product. Clinical information was sufficient to determine the root cause. The root cause of the access site bleeding was most likely anticoagulation management since the hematoma resolved after the heparin was held. Added d9 device returned for evaluation.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient with cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support and experienced access site bleeding. Post impella cp implant same day in the evening, the patient was oozing blood around the blue hub and suture site in right groin. Partial thromboplastin time (ptt) was drawn and over 250. The physician decided to pause heparin drip two hours to allow ptt to drop. Light pressure was held at the site, and the oozing stopped. The dressing was changed, and a small hematoma was noted at the site. The next morning the dressing was clean, dry and intact with some bruising at the access site.